Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported close door alarm, which was reproduced as a door not fully latched message. The messages were found to be caused by loose link screws. The screws were replaced.